Event description:
It was reported that the bronchofibervideoscope was reprocessed using an endoscope reprocessor that had diluted detergent. There was no cleaning brush in the endoscopy room so brushing may not have been sufficient. There were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d4, d5, d8, d9, g3, h2, h4, and h6. The device was not returned to olympus for evaluation, but it was confirmed the event reported by the customer occurred. Based on the results of the investigation, it is most likely that the reportable malfunction was discovered that endo quick was being diluted. As a result, there is a possibility that the cleaning was insufficient. It is unclear how long they have been using it diluted, but it is possible that they have been doing so for a long time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.